Event description:
The customer reported the system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software and reseated boards no report on system repair status. (B) (4)